Manufacturer narrative:
Per communications with the fse, there were no logs available, however, the nurse manager informed him that the nurse did not hear the blue ECG leads off technical alarm. The customer has changed the alarm configuration for ECG leads off to red alarms. There was no device malfunction. This is considered a user alarm handling issue. The customer has changed the alarm configuration for ECG leads off to red alarms. There was no device malfunction. This is considered a user alarm handling issue. Per communications with the fse, there were no logs available, however, the nurse manager informed him that the nurse did not hear the blue ECG leads off technical alarm. The customer has changed the alarm configuration for ECG leads off to red alarms.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2018 between 09:00 - 09:30, a patient was disconnected from the monitoring system to go to the bathroom, and the technical alarm was not heard. The patient expired.